Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of around 127 ohms. Boston scientific technical services (ts) was consulted and discussed the shock impedance measurements began gradually rising over the previous months, starting at around 90 ohms to the current measurements. In addition, no noise was noted. Ts recommended troubleshooting options and suggested increasing the shock impedance alert limit to 150 ohms. The patient will continue being monitored. No adverse patient effects were reported. This rv lead remains in service.